Event description:
The customer reported that her blood glucose reached 15.5 mmol/l (279 mg/dl) with 2+ ketones 20 hours after the device was activated.

Manufacturer narrative:
The returned device was evaluated and evidence of an internal leak was found. The root cause was determined to be a damaged cannula. This manufacturing defect contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.